Manufacturer narrative:
(B)(4): product evaluation: analysis found that the bur hub showed evidence of melting and the bur was seized up such that the inner tube did not rotate and could not be removed from the outer tube. No pieces were missing from the bur. It is possible that the bur was not loaded properly in the handpiece based on markings noted on the bur hub. (B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that ¿during ess (endoscopic sinus surgery), the tip of the round bur broke off. Therefore, the operation was continued using a back-up device and completed with no delay or adverse effect. Although some debris was found from the broken bur, it was confirmed that they were not in the patient's body.¿ it was later ¿confirmed with the doctor that the broken part was not the bur tip but it was the bur root.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.